Event description:
Contact reported that the disc space on right side was prepared with curettes and ronguers. Jaguar cage was implanted with no abnormal effort. Position was verified with fluoroscope. Surgeon started to prepare the left side and pulled out a fragment of broken cage that had broken. Left side was completed and a second cage placed. Add'l bone was placed and the broken cage left in place. As a compromised implant was left in the body an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force.